Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to lack of aseptic technique during ccpd therapy at home. Lack of aseptic technique through touch contamination is the source for the majority of peritonitis infections. This is further evidenced by a microorganism that is part of the normal flora in most human skin. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced an infection requiring removal of their pd catheter (not a fresenius product). There was no specific allegation during the initial report that this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with fungal growth (genus and species not reported) and a white blood cell (wbc) count of 113/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) fluconazole and IV metronidazole (dose, frequencies and duration unknown). Due to the severity of the infection, the patient¿s pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) on a hospital provided hd device (brand and model unknown) during this admission. The patient had an uneventful hospital course and was discharged. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis following discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced an infection requiring removal of their pd catheter (not a fresenius product). There was no specific allegation during the initial report that this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with fungal growth (genus and species not reported) and a white blood cell (wbc) count of 113/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) fluconazole and IV metronidazole (dose, frequencies and duration unknown). Due to the severity of the infection, the patient¿s pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) on a hospital provided hd device (brand and model unknown) during this admission. The patient had an uneventful hospital course and was discharged. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis following discharge.